Event description:
The device was returned to the service center for a report from the customer contact that the pump alarmed for distal occlusion with no error codes shown. This is not a reportable malfunction. However, during verification testing at the service center, the device did not alarm when a proximal occlusion was present.

Manufacturer narrative:
The device failed to detect proximal occlusion during testing. The probable cause was due to contamination on the proximal pressure sensor pin. The contamination prevented the proximal pressure sensor pin from correctly contacting the administration set cassette diaphragm. Pressure pin (proximal pressure sensor) contacts the cassette diaphragm at the inlet chamber. The pressure pin moves with chamber wall. A resistive strain gauge connected to the pin deflects and changes its electrical output proportional to the applied pressure. Since the pressure pin was stationary, it did not move with the chamber wall and did not detect correct pressure changes in the proximal tubing and alarm for proximal occlusion. The contamination is caused by use of the device in the customer environment. The customer reported complaint for a distal occlusion alarm was confirmed in history only. Testing did not observe any distal occlusion alarm. This report represents all the information known by the reporter upon query by hospira personnel.